Event description:
Technician stated that the power distribution cable was damaged, causing the f5 fuse to blow. He stated that there were wires showing. Tech replaced the cable and the f5 fuse to repair the bed. No injury from this issue.